Event description:
I used fixodent from approximately early 2005 until present time. While using fixodent, I began experiencing numbness and tingling in my extremities. I visited the hospital e.r. And was diagnosed with neuropathy. My neuropathy is permanent and will require on going medical treatment. Dose: denture cream. Frequency: once daily. Route: oral. Dates of use: 2005 - 2009. Event abated after use stopped: no.